Event description:
It was reported that during an unknown procedure, the device tore as the doctor slid her hand inside the device. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.